Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01706. This report is being submitted as additional information. Approximate age of device- 7 years. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the driveline fault alarms that were confirmed in the submitted log files. A distal end driveline replacement was performed by a technical services representative. Approximately 6.25¿ of the distal end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and the yellow wire produced an open circuit. The pins of the metal connector appeared free from deformation. The silicone jacket was removed and shield breakdown was observed beneath the clear bionate, approximately 2-3.5¿ from the metal connector. The clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the driveline revealed that the yellow wire was completely severed approximately 2.25¿ from the metal connector (figure 2). The yellow wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing of the driveline in this location. The remainder of the wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The open circuit identified along the yellow wire appeared consistent with the driveline fault alarms that occurred on (B)(6) 2018. The patient remains ongoing on heartmate ii lvas, and no related complaints have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing a driveline fault alarm, without any significant clinical events. The patient¿s system controller was exchanged, but the patient continued to experience a driveline fault alarm on the new system controller. The manufacturer¿s technical service representative reviewed the submitted log files. Both system controllers showed the same percutaneous lead phase being the cause of the driveline fault alarm. Per review of the manufacturer¿s technical service representative, the internal percutaneous lead x-ray images were unremarkable. The external driveline x-ray images revealed an area at the distal end that showed some shield separation/wear and tear. It was suspected that there was an issue with the percutaneous lead. Per customer request, the manufacturer¿s technical service representatives arrived onsite for a driveline evaluation/repair approximately 2 inches from the exit site on (B)(6) 2018. They performed phase interrupter tests and no open wires were found. All tests were passed. Post repair, tethered patient was placed on grounded patient cable without issue. The patient leaned forward as to stand up and experienced red heart alarms and pump stops; they connected the patient to batteries without issue. Apparent driveline wire damage appeared to be internal and positional. As a result, the patient underwent pump exchange for escalating pump stop alarms. No additional information was provided.